Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a sensor failure. Upon sensor removal, sensor wire was missing. Patient claims sensor wire is not in her skin. At the time of the call, patient reported being in fine condition.